Event description:
A 4.5mm lcp condylar plate was implanted in the pt in (B)(6) 2011 for a distal femur fracture. The plate was noted as broken some time in (B)(6) 2011 due to a non-union. Surgeon commented he thinks the pt walked on it too soon. The pt was returned to the operating room on (B)(6) 2012 for removal of broken hardware and revision to a variable angle curved condylar plate.

Manufacturer narrative:
DHR review found nothing that would cause or contribute to the reported incident. All released product met visual and dimensional requirements throughout the manufacturing process.